Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It has been reported to the manufacturer that the vns pt's device showed high lead impedance during diagnostic testing. It is unk if there was any pt manipulation or trauma at the device site that may have caused or contributed to the reported event. Diagnostic tests performed on the device revealed proper device function in 2008. The patient's generator is not at end of service. It is unk if x-rays have been taken to assess the integrity of the device. It is unk if there has been an increase in the pt's seizure frequency due to loss of therapy from the reported event. The pt will most likely be schedule for a full revision surgery. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.